Event description:
The customer contact reported a leak of radioactive agent. The pt arrived in the radiology dept. Connected to a plum set. An unspecified prn adapter was attached to the clave y-site of the plumset. Through the prn adapter, an unspecified radioactive solution was delivered via an unspecified needle. After the prn adapter was removed, the clave remained in the open position and a minimal amount of radioactive solution leaked. The tubing was clamped and the fluid that leaked was cleaned up according to the user facility's protocol. The tubing was replaced. There were no reported adverse pt effects. No medical interventions were required. The customer reported that the user facility has switched to a longer prn adapter to prevent the clave from being punctured by the needle. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. Package labeling states: "to access clave (recommend use with luer lock connections) before using confirm compatibility and flow with connecting devices. See insert. Do not use needles." This report represents all the info known by the reporter upon query by hospira personnel.